Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000058692.

Event description:
It was reported that the patient experienced lack of coverage and pain relief. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, effective therapy was confirmed post op. Investigation was unable to determine which lead attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.